Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. The reporter denied any damages to the battery compartment or the battery cap. The reporter denied moisture in the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/03/2016 with the following findings: the review of the black box showed multiple unexplained power reboots on (B)(4) 2016. The battery compartment and cap were undamaged and the cap was able to fit securely. The battery cap was tightened and then unscrewed half turn with no reboots occurring. In addition, the rewind/load steps were performed correctly, but the pump was unable to hold prime upon the first prime attempt; therefore, investigators were unable to adequately investigate the reported ¿no power¿ complaint due to this secondary issue. Investigators were unable to obtain a force sensor calibration reading. The pump¿s cover was removed and corrosion was found to the continuous glucose monitoring module, the power printed circuit board and to the force sensor plate and flex pins. Unrelated to the original complaint, the bolus button cover was torn but the button was still responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).